Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had ventricular tachycardia (vt) and torsades. The patient received amnio boluses, mag and lidocaine. The patient was shocked once and support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.